Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. Blood glucose value was between 200 and 300 mg/dl. The customer sated it was an insulin pump issue and not the infusion sets or reservoirs. Customer stated that a replacement insulin pump was sent but it got stolen. Customer was advised that the device cannot be replaced again and was transferred to discuss options on purchasing a new one.